Event description:
Additional information was received that the patient has not had any further events since the driveline was repaired.

Manufacturer narrative:
Section b5, d4, h3, h4: additional information. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation and a pump stoppage; however, evaluation of the returned portion of driveline from (B)(4) was unable to confirm driveline damage that would have contributed to the reported event. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump operated above the low speed limit until the log file recorded low speed operation on (B)(6) 2019 at 11:38:06 pm for approximately 8 seconds. The pump regained speed on its own and continued to operate above the low speed limit until (B)(6) 2019 when the patient experienced further low speed operation which progressed into a pump stop at 12:52:55 am for approximately 8 seconds. The log file captured additional low speed operation and pump stops on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 through (B)(6) 2019. The patient was operating on their mobile power unit for all abnormal pump operation. Although a direct cause for the abnormal pump operation seen within the log file could not be conclusively determined through this evaluation based on past experience with the heartmate ii lvas this behavior could be indicative of driveline damage leading to a short to shield; however, the evaluation of the returned portion of the driveline did not confirm the suspected driveline wire damage. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2019. The driveline was returned measuring approximately 17 inches and additionally approximately 1-inch segments of individual wires were also returned. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline found superficial damage to the silicone sleeve on the driveline approximately 2 inches to 3 inches from the metal connector and there was breakdown in the metal braided shield approximately 3 inches from the metal connector. The underlying wires appeared overall unremarkable with no evidence of kinking, twisting, or severe insulation abrasion. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The account reported that the patient was placed on a grounded patient cable following the event and has had no further issues since the driveline repair. The patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Incidental findings: evaluation of the returned portion of driveline observed an incidental finding of superficial damage to the outer silicone jacket. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced low flow alarms, low speed advisories, and pump stoppages upon connecting to wall power at night. The patient was readmitted on (B)(6) 2019 with suspected driveline damage. X-rays were ordered. Log files could not be sent because the hospital server was down. Urgent driveline repair was requested. Additional information was received on (B)(6) 2019 containing x-rays and a log file. A second set of additional information on the same day included another log file. The health care professional (hcp) stated the patient has a possible short to shield and an external repair was requested asap. The manufacturers technical services representative reviewed the additional log files. It captured speed drops lower than the low speed limit (lsl) and pump stoppages on (B)(6) 2019 . These continued to occur intermittently throughout the remainder of the log file. It was advised to keep the patient connected to batteries. It was stated that the plan was for tech services to perform the percutaneous lead replacement first thing on (B)(6) 2019. The x-ray submitted was unremarkable and looks like a routine short to shield. Additional information was received on (B)(6) 2019 technical services representatives arrived onsite for an external percutaneous lead replacement. The percutaneous lead replacement performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.